Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Product ID 8840, product type programmer, physician. Conclusion code applies to the catheter, and conclusion code applies to the physician programmer.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal with an unknown concentration and dose. It was reported the patient¿s catheter had migrated through the skin through an old pressure ulcer on the back. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The patient went for a post-operative appointment on (B)(6) 2017, and the hcp noted the catheter was exposed through the skin (or possibly incision) according to the nurse. The hcp explanted the catheter on (B)(6) 2017 according to the nurse. The explanted catheter was discarded and would be replaced in the future. Apparently, the hcp left the pump implanted to save the pump, so that the catheter could be replaced once the incision/wound healed. Another hcps nurse practitioner (np) who managed the pump contacted the representative on (B)(6) 2017 that the hcp had explanted the patient¿s catheter, but not pump, and no one had put the pump in minimum rate. The representative noted a manufacturer representative was not present for the catheter removal. The np said that the patient was hospitalized and that he was complaining that he could feel fluid coming out of the pump. The np asked the representative to talk to a nurse through putting the pump in minimum rate. The nurse used one of the hospital¿s physician programmers to put the pump in minimum rate. The nurse also said that the patient used to have a pressure ulcer that was healed in that area of the back. The patient was hospitalized after catheter removal for wound care. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.